Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lump/nodule.

Event description:
Patient reported experiencing "a lump or thickening in or near the breast or in the underarm area." Healthcare professional reported a right side rupture. Device has been explanted.